Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, not prescribing antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The physician believes this was normal redness as the incision was new and healing. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the redness and explant do not evidence the curonix device contributed to the reported issue. Therefore, conclusion selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness at their receiver pocket and demanded to have their stimulator explanted. The physician reported no signs of infection. However, an explant procedure was performed on (B)(6) 2023 as the patient was adamant about having the device removed. No additional information was provided and no further issues have been reported.